Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with scratched lcd window, cracked case display window corner, battert tube threads, reservoir tube lip, reservoir tube, reservoir tube window and cracked lcd window. A33 alarm during basic occlusion test due to protruded/loose drive support disk.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. Trouble shooting was performed. Pump was not dropped or bumped prior to alarm. Customer was advised to disconnect from the pump. Customer stated the drive support cap was protruded. Customer did not push in the cap. Customer was advised to discontinue use of the pump and to revert to back up plan per doctors' instructions. Blood glucose level was 101 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.